Event description:
Spontaneous. Pt reports: "last friday ((B)(6) 2021) I changed to a new cassette at approximately 8:30pm (eastern time zone) and the pump began alarming at 2am [ (B)(6) 2021] again with the message that there was no disposable attached to the pump. I called the help line and we thought maybe there was a pump problem and they sent me a new pump. I put on a new cassette at 2am ((B)(6) 2021). Last night ((B)(6) 2021) the pump again began alarming at 4am and the message that there was no disposable attached to the pump. This has happened with both pumps and so I think it is a cassette issue." Per "coram," they used the following lot numbers for patient's premixed cassettes: lot 4084908, expiration 12/09/2025; lot number 4116346, expiration 03/09/2026. No other information known. Report for pump was submitted previously. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did we replace [MFR] the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.